Event description:
During a hand assisted sigmoid colectomy procedure, the device fired multiple reloads across the rectal stump, to include the messentary. When they went below transanlly, with the curcular stapler, the circular stapler came throug han actual hole...there was a break somewhere in the staple line. (There were 2 devices used. After the 8th reload, the 2nd stapler was opened.) After reviewing the specimen, the only thing the dr could conclude was that the stapler fired on one side only. Had to convert to open. Had to use a curved stapler to complete the case without patient consequences.